Manufacturer narrative:
Otto bock healthcare (B)(4) received the device on june 29, 2016. The evaluation was carried out at the manufacturer's service center on june 30, 2016. Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. The visual evaluation showed that one of the bolts has disengaged. Due to that the front and rear linkage were bent. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Practitioner stated that the linkage in knee broke and a screw was missing. No fall or nearly fall and no injuries occurred.